Manufacturer narrative:
Hmag reference no.: (B)(4). Investigation is ongoing. The imdrf annex f code for this event chosen is f31 - canceled/aborted treatment/therapy. However, this code cannot be chosen in the system. Therefore, the code "4619 - temporary impairment" was selected.

Event description:
It was reported to hamilton medical ag, that: during preparation for transport of a mechanically ventilated 6-week-old infant, ventilation using a hamilton-t1 was associated with transient oxygen desaturation and elevated carbon dioxide levels. Multiple ventilation attempts were discontinued due to deterioration in the patient's respiratory status, and the planned transport was aborted. The patient was returned to the original ventilation setup and subsequently recovered. Patient involvement was reported. Medical intervention was required, consisting of discontinuation of ventilation with the hamilton-t1 and continuation of ventilation using an alternative ventilator. Temporary patient harm was reported, including a transient decrease in oxygen saturation to approximately 50% and elevated carbon dioxide levels during subsequent ventilation attempts.